Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found.

Event description:
It was reported that during implant attempt of this lead, prior to implanting the screw, it did not advance until 20 turns. It took 10 turns to retract, then after that the screw would not come out. This lead was not used. There were no patient complications reported as a result of this event.